Event description:
Severe jacket retraction forces were encountered. Ipsilateral attachment site deployed during unjacketing. Superior attachment system was deployed prior to noticing the deployed ipsilateral limb. The ipsi limb could not be retrieved. The pt was converted to standard open repair.